Event description:
During follow-up, myopotential oversensing was observed on the right ventricular (rv) lead. Provocative testing was recommended. No intervention has been performed at this time. The patient was in stable condition.